Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2025. Upon insertion, the patient experienced heavy bleeding during the warm-up phase, prompting her to remove the sensor. She applied pressure on the area, but the bleeding continued. The patient is on aspirin 81 mg daily and was concerned, leading her to visit the emergency department (ed) where she was assessed and treated with topical lidocaine at the site, and the medical staff sutured an artery along with the skin at the puncture site, resulting in the cessation of bleeding. She was discharged from the emergency department on the same day and recovered well. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.